Event description:
It was reported that the tip of the precise bipolar pyramid tip instrument was bent. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint as no damage was observed on the instrument tip and the grips were properly aligned. During failure analysis, engineering also observed deep scratches at the distal end of the main tube, including a scratch where material had been removed. The damage to the main tube does appear to be caused by a defective cannula.